Manufacturer narrative:
The intraocular lens sample was returned to the manufacturer for evaluation. The sample was visually inspected under a microscope. Visual inspection revealed surface residuals (fiber/particles) and stains on the lens. The lens was returned cut in two pieces. The lens condition is consistent with a lens that was explanted from the patient¿s eye. The manufacturing record review was performed. All process operations presented in the manufacturing record were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated when this production order was manufactured. A review of the raw material/manufacturing procedures in the change control system was done during the period when this production order was manufactured and did not show any change in manufacturing method, inspections or specifications that could be related with this complaint type. The production order was manufactured according to specifications. The product met release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that the abbott medical optics (amo) multifocal intraocular lens was explanted in a secondary procedure because the patient had double vision. It was stated that the lens was replaced with a lens from another manufacturer within the same procedure. No patient complications were reported.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.